Event description:
It was reported that the customer received a motor error during bolus delivery attempt. It was stated the insulin pump may have been exposed to a magnetic field and the pump may have been dropped. A loose drive support cap was mentioned. The customer was advised to revert to a back-up plan. The customer's blood glucose was 100 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.